Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience hyperglycinemia. Customer's blood glucose level was 505 mg/dl and 504 mg/dl at time of incident and current 405 mg/dl. Customer stated that the healthcare professional change the settings of the insulin pump and he started getting more highs for the last 2 weeks. Customer reported that the physical damage to the insulin pump reservoir lip ring. Customer reported that the reservoir was able to lock in place when inserted into insulin pump. The insulin pump will not be returned for analysis.